Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it was recorded at 5.3 mmol/l, which is within the normal range. Customer was advised to ensure the pump was not connected to a power source and to try activating the screen by pressing the center button; however, the screen did not respond. Customer was then instructed to connect the pump to a known working power source for further assessment, with technical support set to follow up.